Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during the investigation, moisture was observed under the display lens. The pump¿s casing was found to be cracked between the case seal and the keypad. A leak test failed due to the pump¿s case leak. The pump was opened, and moisture was observed on all the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.